Event description:
A pt reported experiencing hyperglycemia while using a one touch meter. Date of event unk. Prior to event day, pt had loss a appetite and difficulty breathing. One the event day, pt fell down around 03:00-04:00am. Pt later started blabbling. At about 10:00am, pt's blood glucose was 89mg/dl on ot meter. Pt experienced thirst, dry mouth, red tongue and blurry vision. Pt later reportedly spitted blood. Paramedics were called and transferred pt to hosp. At the hosp, pt's blood glucose was 1970mg/dl according to a lab test. Pt was reportedly diagnosed as having pancreatitis. After the event, pt was started on insulin. No further info has been reported.